Event description:
During a labrel repair, the anchor split as it was being inserted. Add'l anchor was used to complete the repair. The broken anchor was removed by a 3.0 mm drill. No pt info available at this time.

Manufacturer narrative:
Two inserters were sent in for evaluation. Both inserters are bowed.